Event description:
Philips received a complaint on a patient information center ix indicating that the staff could not hear audible tones from the speaker. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Remote analysis was conducted by service personnel in collaboration with the onsite biomed. During troubleshooting, it was identified that the facility was operating a two-host, two-screen setup, and one of the pic ix host speakers was not functioning. No audible tones were heard when attempting to adjust the volume at the affected host. The biomed accessed system configuration from another host in an attempt to reboot the affected unit. Upon login, it was observed that the quick unit status displayed the host as ¿unknown,¿ despite the physical unit appearing connected. The team then proceeded to the equipment closet where the physical pc was located. A hard power cycle (power down and restart) of the pc was performed. Following the reboot, system configuration on the pic ix primary server showed the host status change from white ¿unknown¿ to green ¿connected.¿ the biomed confirmed at the nursing station that functionality was restored, including both the mouse and speaker. Audible tones were verified as present and functioning correctly. The issue was resolved by performing a hard reboot of the affected host pc, restoring connectivity and functionality. The product is now back in service. It is unknown if this is a customer supplied clinical network (cscn) or philips supplied clinical network (pscn). Therefore, additional information has been requested. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.